Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding and av malformations are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. With review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. The root cause of the reported events cannot be conclusively determined; however, clinical factors that may have contributed to the reported event are the continuous, non-pulsatile flow of the pump, anticoagulant therapy, and the patient's past medical history. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted with a hemoglobin of 4.3. The patient's international normalized ratio inr was therapeutic at the time of admission. She was transfused a total of four units of packed red blood cells. A push enteroscopy results revealed two gastric arteriovenous malformations (avms) which were clipped and lead to resolution of the bleeding. The patient was re-started on aspirin 325 and warfarin with an inr goal 2-3. She was discharged home on (B)(6) 2015 and has been doing well since.